Event description:
Health professional reported an alleged "crack in tubing" of a lap-band device. The event was first noted when the doctor tried to remove existing saline from the device but there was less fluid [in the device] than [the doctor's] notes indicated. A barium swallow was conducted with results showing a "crack in tubing." The port was explanted and replaced. Follow up findings: health professional reported that an upper gastrointestinal (ugi) was conducted and results were "normal."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Based on the serial number reported, the taper type appears that it should be a taper I. A taper ii device was received by the lab. The reporter confirmed that the serial number reported is the correct serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."